Event description:
Discordant, falsely elevated troponin results were obtained on two patient samples on a dimension exl with lm instrument. The discordant result of patient (B)(6) was reported to the physician(s), who requested the sample to be repeated as it did not match the result of another draw obtained at a different laboratory. The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely elevated troponin results is unknown, as the samples resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.